Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer description of the event being reported: the second time, 2 lines were already hooked and there was about 200cc blood loss from the patient that was not cleaned. Was there patient injury? No injury but there was blood loss, estimated blood loss? =200cc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: sixty-seven (67) samples were of lot # 0061988029 were submitted to the manufacturer for evaluation. Through visual examination of the received samples, no visual defects or damages were observed. The samples were subjected to leak testing following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. The results of the test noted that no leakage was observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the samples are within specification. The reported defect could not be observed or replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.